Event description:
It was reported by the customer that during the self test, the device would prompt a "connect test plug" message even with the test plug connected. There were no reports of patient use associated with the reported failure.

Manufacturer narrative:
(B) (4): physio-control contacted the customer to confirm the status of the device. The customer indicated that they had cleaned the therapy connector and test plug, and replaced the therapy cable on the device and then observed proper operation. The removed therapy cable was not returned to physio-control for evaluation. The root cause of the reported failure cannot be determined.